Event description:
It was reported that approximately 83 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, osteolysis, discomfort, pain and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2020-00466 d10: optetrak logic tibial tray trapezoid (02-012-41-4040, (B)(6). Optetrak logic psc tibial insert (02-012-44-4011, (B)(6). The product associated with the reported event is within the scope of recall z-2155-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2020-00466. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, and a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.